Manufacturer narrative:
B3: exact date unknown, event occurred sometime in 2023.

Event description:
It was reported that the patients ipg was not working as intended and has been unable to charge it since. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.